Manufacturer narrative:
Analysis found the unit was unable to prime due to a faulty force sensor resistor. Analysis was unable to performed the excessive no delivery alarm due to prime anomaly. The unit was received with currents in specification. There was no unexpected low battery alarm.

Event description:
The customer reported via phone call that they had high blood glucose levels. The customer's blood glucose was 246 mg/dl at the time of incident. The insulin pump will be returned for analysis.